Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the cylinder strength being weak. The ipp remains implanted and active, saline was added to the reservoir. The patient got better following the procedure.